Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of fluid volume overload (fvo) with subsequent hospitalization. Per the pdrn the patient experienced a 20kg weight gain. The pdrn stated the patient was having machine issues, however, the patient had only reported the heater bag issue which was a result of having the bag connected to the incorrect clamp. The patient was not completing treatments properly on the cycler due to opioid withdrawals and attempted manual exchanges without being able to complete also. The manufacturer evaluation is not completed at this time, however, based on the available information the most likely cause of the fluid overload was patient non-compliance although it cannot be confirmed at this time.

Event description:
On (B)(6) 2019 during a follow up for a heater bag issue, a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they were hospitalized on (B)(6) 2019 due to too much fluid in him. The patient stated that they attempted manual exchanges, however, they did not work. Additional information was provided by the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2019. Per the pdrn, the patient was fluid overloaded by 20kg (estimated dry weight is 70kg); due to unspecified issues with the liberty select cycler. The pdrn also stated that the patient was not properly completing treatments due to opioid withdrawals. Per the pdrn the patient has multiple health problems (unspecified) and consumed too much pain medication (unspecified). The hospital course is unknown. The patient did continue pd therapy during hospitalization, but unknown if any fresenius products were utilized. The patient was discharged on (B)(6) 2019 in recovering status.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.